Event description:
A home patient (hp) reported that during the prime cycle of their automated peritoneal dialysis therapy, they must close the clamp of the extension set in order to prevent solution from "squirting" out of the top of the connector. Per the hp they routinely utilize a standard homechoice set in combination with two extension sets. After connecting the extension set of the patient line, the home patient hooks the extension set cap onto a hook that is screwed into the frame of their bed. The level of the hook compared to the homechoice machine is unknown. No patient injury or medical intervention was associated with this incident.